Manufacturer narrative:
(B)(4). The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch report #: mw5112972.

Event description:
User facility medwatch report (mw5112972) received stating: while performing a complex pta (percutaneous transluminal angioplasty) the balloon shaft broke. While attempting to remove. It was a 1.5 x 15mm abbott mini trek. The vessel was the ulnar aspect of the superficial palmer arch. They were able to retrieve it without complication. Additional information received from the site: force was not applied. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the procedure was a complex percutaneous transluminal angioplasty (pta) to treat the ulnar aspect of the superficial palmer arch. It should be noted the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported unexpected medical intervention and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9 - device available for eval updated from 'yes' to 'no'.